Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. The reported patient effect of prolapse is listed in the xience skypoint, everolimus eluting coronary stent system (eecss) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of prolapse and the relationship to the product, if any, cannot be determined; however, the subsequent treatment of unexpected medical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
(B)(4). It was reported that one 3.0x48 mm xience skypoint stent and one 2.75x40 mm non-abbott stent were implanted in the proximal to mid left anterior descending (lad) coronary artery. After intravenous lithotripsy, post dilatation of the lad study vessel at the bifurcation was performed using a kissing balloon dilatation technique when plaque shift occurred in the diagonal artery. The plaque shift was treated with additional kissing balloon angioplasty using a 3.5x12 mm and a 3.5x15 mm balloon dilatation catheter. No additional information was provided.